Event description:
Pump reported a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and discard the faulty cartridge, replace it, and clean the pump's pneumatic tap area. Despite these efforts, the error recurred, prompting technical support to initiate a pump replacement. The pump was still under warranty, and the customer switched to a manual insulin delivery method as a temporary solution. Technical support confirmed the shipping address and guided the customer on putting the pump into storage mode for the return process.